Event description:
The event involved a 62" smallbore bifuse ext set w/2 microclave®, 2 clamps, rotating luer where the customer reported that the microclave was connected to one of their blue caps at the time, but the medication port was not infusing at the time. However, the patient had sodium chloride 0.45%-heparin 1 unit/ml infusing through the other port. They became aware to the issue when they removed the dualcap disinfection cap and saw the stick down. There was a patient involved, no harm or adverse reaction reported, but there was a delay in therapy as medication was delayed due to the need for a new sterile line change.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
A photo was provided showing a stickdown at the microclave. Received one used b33073 smallbore bifuse ext set w/2 microclaves for inspection. As received, a stickdown was observed at one of the microclaves. The microclave was disassembled and the internal spike was found to be bent and broken. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device during use. The direction for use (dfu) states: users should confirm mating luers or syringes have an internal diameter range of 0.062¿ to 0.110¿. Check the internal diameter of the male-luer connector of the mating syringe prior to using it to access the clave. Products outside of these dimensional tolerances should not be used. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.